Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device in the right cornu is embedded in myometrium"), device expulsion ("device in the right cornu is embedded in myometrium"), pelvic pain ("chronic pelvic pain/pain"), uterine haemorrhage ("abnormal uterine bleeding") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 30-year-old female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, penicillin allergy and penicillin allergy. Concurrent conditions included type 2 diabetes mellitus, irritable bowel syndrome, hyperlipidemia, morbid obesity, gonorrhea and weight gain. Family history included depression (mother-). Concomitant products included lisinopril from december 2015 to december 2016 for hyperlipidemia, dicycloverine (dicyclomine) from december 2015 to december 2016 for irritable bowel syndrome, ibuprofen and oxycocet (percocet) for pain, metformin from december 2015 to december 2016 for type 2 diabetes mellitus as well as sumatriptan (imitrex) from december 2015 to december 2016 and topiramate (topamax) from december 2015 to december 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), fatigue ("fatigue/fatigue"), allergy to metals ("nickel allergy") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and investigation noncompliance ("the patient did not undergo essure confirmation test"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, uterine haemorrhage, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, fatigue and investigation noncompliance outcome was unknown and the pelvic pain, migraine, allergy to metals, vaginal haemorrhage, menorrhagia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, embedded device, fatigue, headache, intra-abdominal haemorrhage, investigation noncompliance, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity with both tubal ostia identified. Right tube - 4 proximal coils; left tube - 4 proximal coils. Diagnostic results: (B)(6) 2016, us abdomen complete: findings: liver: the liver is enlarged measuring 20 cm in length. The hepatic echo echotexture is diffusely and heterogeneously increased. The surface of the liver is smooth impression: hepatomegaly. There is increased hepatic parenchymal echotexture consistent with fatty infiltration or diffuse hepatocellular disease. Urine culture test: multiple organisms present. These organisms, commonly found on external and internal genitalia, are considered to be colonizers. (B)(6) 2016, pathology reports. Final diagnosis: uterus, hysterectomy: 1. Benign endocervical and ectocervical mucosa with reactive features. 2. Benign secretory pattern endometrium. 3. Unremarkable myometrium and serosa. 4. Detached fragmented portions of benign fallopian tube fimbria. 5. Coiled metallic devices present, return to operating room staff. 6. No dysplasia, atypical hyperplasia, or malignancy identified clinical diagnosis: menorrhagia: gross description: metallic coiled wires can be visualized at each cornu. The endometrial cavity is 4.5 x 3.2 cm. The tissue is red-tan and roughened. In the left cornu of the endometrium, the wire device can be visualized. The device in the right cornu is embedded in myometrium. After removal of the devices, the uterus is sectioned. Cysts containing clear viscous fluid are noted in the cervix. The endometrial lining is 0.2 cm in greatest thickness. (B)(6) 2017, CT abd/pelvis with contrast: impression: 9.2 x 7 x 6.3 cm cystic right ovarian mass which has enlarged when compared to CT scan from (B)(6) 2017. Malignancy is not excluded. Cystoscopy at the end of the procedure revealed bilateral ureteral jets. Of note, the patient had extensive adhesions from the bladder to the anterior uterus, which required extensive adhesiolysis lasting almost 60 minutes. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine haemorrhage, investigation noncompliance, embedded device, device expulsion. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as the patient did not undergo essure confirmation test, abnormal uterine bleeding, device in the right cornu is embedded in myometrium, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, pain, fatigue. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("device in the right cornu is embedded in myometrium"), device expulsion ("device in the right cornu is embedded in myometrium"), uterine haemorrhage ("abnormal uterine bleeding") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 30-year-old female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included c-section, penicillin allergy and penicillin allergy. Concurrent conditions included type 2 diabetes mellitus, irritable bowel syndrome, hyperlipidemia, morbid obesity, gonorrhea and weight gain. Family history included depression (mother-). Concomitant products included lisinopril from (B)(6) 2015 to (B)(6) 2016 for hyperlipidemia, dicycloverine (dicyclomine) from (B)(6) 2015 to (B)(6) 2016 for irritable bowel syndrome, ibuprofen and oxycocet (percocet) for pain, metformin from (B)(6) 2015 to (B)(6) 2016 for type 2 diabetes mellitus as well as sumatriptan (imitrex) from (B)(6) 2015 to (B)(6) 2016 and topiramate (topamax) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"), fatigue ("fatigue/fatigue"), allergy to metals ("nickel allergy") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and intra-abdominal haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.) And surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, uterine haemorrhage, intra-abdominal haemorrhage and fatigue outcome was unknown and the migraine, allergy to metals, vaginal haemorrhage, menorrhagia and headache had resolved. The reporter considered allergy to metals, device expulsion, embedded device, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity with both tubal ostia identified.right tube - 4 proximal coils; left tube - 4 proximal coils. Diagnostic results: (B)(6) 2016, us abdomen complete: findings: liver: the liver is enlarged measuring 20 cm in length. The hepatic echo echotexture is diffusely and heterogeneously increased. The surface of the liver is smooth impression: hepatomegaly. There is increased hepatic parenchymal echotexture consistent with fatty infiltration or diffuse hepatocellular disease. Urine culture test: multiple organisms present. These organisms, commonly found on external and internal genitalia, are considered to be colonizers. (B)(6) 2016, pathology reports. Final diagnosis: uterus, hysterectomy: benign endocervical and ectocervical mucosa with reactive features. Benign secretory pattern endometrium. Unremarkable myometrium and serosa. Detached fragmented portions of benign fallopian tube fimbria. Coiled metallic devices present, return to operating room staff. No dysplasia, atypical hyperplasia, or malignancy identified clinical diagnosis: menorrhagia. Gross description: metallic coiled wires can be visualized at each cornu. The endometrial cavity is 4.5 x 3.2 cm. The tissue is red-tan and roughened. In the left cornu of the endometrium, the wire device can be visualized. The device in the right cornu is embedded in myometrium. After removal of the devices, the uterus is sectioned. Cysts containing clear viscous fluid are noted in the cervix. The endometrial lining is 0.2 cm in greatest thickness. (B)(6) 2017, CT abd/pelvis with contrast: impression: 9.2 x 7 x 6.3 cm cystic right ovarian mass which has enlarged when compared to CT scan from (B)(6) 2017. Malignancy is not excluded. Cystoscopy at the end of the procedure revealed bilateral ureteral jets. Of note, the patient had extensive adhesions from the bladder to the anterior uterus, which required extensive adhesiolysis lasting almost 60minutes. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine haemorrhage, investigation noncompliance, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, intra-abdominal haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.